Event description:
It was reported that a sudden onset of ventricular tachycardia (vt) therapy was prevented due to the stability feature. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-20, implantable pacing lead, (B)(6) 2007; 4193-88, (B)(6) 2008; 6935-65, implantable tachy lead, (B)(6) 2012. (B)(4).